Event description:
It was reported that during procedure of the vertebrobasilar artery (vba) occlusion, the subject guidewire was found to be broken during withdrawal. The proximal was removed but the distal part was not movable. Therefore; another guidewire was used to remove the distal part out of patient¿s body then the procedure was completed. There were no clinical consequences to the patient due to the reported event. No other information was provided.

Event description:
It was reported that during procedure of the vertebrobasilar artery (vba) occlusion, the subject guidewire was found to be broken during withdrawal. The proximal was removed but the distal part was not movable. Therefore; another guidewire was used to remove the distal part out of patient¿s body then the procedure was completed. There were no clinical consequences to the patient due to the reported event. No other information was provided.

Manufacturer narrative:
Device evaluated by mfg - updated to 'yes'. The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. Analysis of the returned device found that the core wire and nitinol were separated on the distal end. In addition, the platinum coil was severely stretched and bent at several places along its nitinol section and ptfe (polytetrafluoroethylene) section. The torque device and microcatheter used in the procedure were not returned. A functional test could not be performed due to the observed anomalies. The reported complaint was confirmed based on the device analysis. Additional information provided by the customer indicated that the device was confirmed to be in good condition after unpacking and preparation, continuous flush was setup and maintained, the patient's anatomy was very tortuous, and resistance was encountered during manipulation of the guidewire. Based on the information provided and inspection of the returned device, it appears the guidewire sustained damage (bent, stretched, and separated) due to excessive torqueing during use to overcome the resistance that was encountered when manipulating the guidewire. Excessive torqueing against resistance appeared to cause the guidewire to fracture on its distal end as evidenced by the bend around the fracture site. It is likely that the resistance was due to the patient's tortuous anatomy. Therefore, an assignable cause of procedural factors will be assigned to the reported event and analyzed anomalies.